Manufacturer narrative:
A third party service agent contacted physio-control to report that the customer's device alarmed and then powered off by itself. There was no patient use associated with the reported event. A third party service agent contacted physio-control to report that the customer's device alarmed while they believed the device to be powered off. The customer advised that the alarm sounded the same as an ECG leads off (i.e. Three (3) distinct beeps).  The customer was confident that this was not an ac power loss warning. There was no patient use associated with the reported event. Additionally, the corrected information no longer makes this a reportable event as there was no loss of power, as originally reported. The third party service agent downloaded the electronic records from the customer's device and submitted them to physio-control for review.  Physio-control analyzed the electronic records from the day of the event and was able to verify the reported issue, noting that the device appeared to cycle power (on/off) by itself. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. UDI = (B)(4). The third party service agent downloaded the electronic records from the customer's device and submitted them to physio-control for review.  Physio-control analyzed the electronic records from the day of the event but did not observe any discrepancies.  The power on/off events that were logged by the device were user initiated, and likely occurred while the user was troubleshooting the reported alarms.  The electronic records also showed that the device prompted the user on multiple occasions to connect electrodes while the device was powered on, which will have resulted in three distinct audible beeps by the device.  The device will be returned to physio-control for evaluation. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Physio-control evaluated the customer¿s device and was unable to duplicate the reported issue.  After observing proper device operation through functional and performance issues the unit was returned to the customer for use.

Event description:
A third party service agent contacted physio-control to report that the customer's device alarmed while they believed the device to be powered off. The customer advised that the alarm sounded the same as an ECG leads off (i.e. Three (3) distinct beeps).  The customer was confident that this was not an ac power loss warning. There was no patient use associated with the reported event. Additionally, the corrected information no longer makes this a reportable event as there was no loss of power, as originally reported.

Manufacturer narrative:
(B)(4). The third party service agent downloaded the electronic records from the customer's device and submitted them to physio-control for review. Physio-control analyzed the electronic records from the day of the event and was able to verify the reported issue, noting that the device appeared to cycle power (on/off) by itself. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. (B)(4).

Event description:
A third party service agent contacted physio-control to report that the customer's device alarmed and then powered off by itself. There was no patient use associated with the reported event.